Event description:
The generator was getting no activation. The generator and footswitch were changed and the case was finished with no pt consequence. The footswitch cable was later tested and found to be faulty. When the cable was wiggled, the generator cut out. The customer did not have any further case info.